Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, the investigation was conducted based on the media provided with the complaint. A guide catheter (no guide extension), wire and radio-opaque marker are seen in the image. As the wire is withdrawn slightly, the marker segment of the ivus appears to become free and embolize upwards in the image and then 'migrate off the screen. The reported tip detachment is confirmed based on the fact that the distal marker segment that appears to become free in the video provided with the complaint. The reported "device-device interaction with another device" is confirmed based on the guide catheter seen in the video attached to the parent record. The media did not provide sufficient evidence to identify a defect that could have contributed to the reported issue.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the calcified ostial right artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a non-boston scientific (non-bsc) guide extension catheter was used, then the lesion was stented. After stenting, an intravascular ultrasound (ivus) catheter was used to confirm the placement of the ostial stent. However, while removing the ivus catheter, the tip ivus catheter became inadvertently caught on the end of the guide extension catheter, leading to its dislodgement and it subsequently flew off into the patient's body. Fortunately, there were no immediate complications or adverse effects observed. As a precaution, the patient was sent for a full-body scan to locate and retrieve the dislodged ivus catheter. The procedure was successfully completed this device. There was no patient complications reported. It was further reported that the target lesion was located in the non-tortuous and moderately calcified ostial right coronary artery (rca). The full-body scan did not show the dislodged ivus tip. The dislodged tip was not found, it was not retrieved from the patient's body, and no intervention was performed to remove the dislodged tip.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the calcified ostial right artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a non-boston scientific (non-bsc) guide extension catheter was used, then the lesion was stented. After stenting, an intravascular ultrasound (ivus) catheter was used to confirm the placement of the ostial stent. However, while removing the ivus catheter, the tip ivus catheter became inadvertently caught on the end of the guide extension catheter, leading to its dislodgement and it subsequently flew off into the patient's body. Fortunately, there were no immediate complications or adverse effects observed. As a precaution, the patient was sent for a full-body scan to locate and retrieve the dislodged ivus catheter. The procedure was successfully completed this device. There was no patient complications reported. It was further reported that the target lesion was located in the non-tortuous and moderately calcified ostial right coronary artery (rca). The full-body scan did not show the dislodged ivus tip. The dislodged tip was not found, it was not retrieved from the patient's body, and no intervention was performed to remove the dislodged tip.

Event description:
It was reported that catheter issue occurred. The target lesion was located in the calcified ostial right artery. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, a non-boston scientific (non-bsc) guide extension catheter was used, then the lesion was stented. After stenting, an intravascular ultrasound (ivus) catheter was used to confirm the placement of the ostial stent. However, while removing the ivus catheter, the tip ivus catheter became inadvertently caught on the end of the guide extension catheter, leading to its dislodgement and it subsequently flew off into the patient's body. Fortunately, there were no immediate complications or adverse effects observed. As a precaution, the patient was sent for a full-body scan to locate and retrieve the dislodged ivus catheter. The procedure was successfully completed this device. There was no patient complications reported.